Manufacturer narrative:
B4: date of this report g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D4: unique identifier (UDI) h4: device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 14-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 14-jan-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Ongoing quality issue with pentax endoscopes: all mifu for set up were followed with this scope, including white balance, o-ring inspection and lens anti fog cleaner applied. During the procedure three polyps were removed on withdrawal of scope from cecum. Image became blurry in the top right corner and tracked across the lens from 2 o/clock position to 8 o'clock position in the left corner at the 10min mark into the procedure. The team was unable to remove the blurred image and it was difficult to remove the polyps because of the poor image. Upon removal of the scope water was able to cross the lens and the scope lens was difficult to wipe the lens clear. Note: pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.